Event description:
Falsely elevated folate (fol) results were obtained on multiple patient samples. The patient results were reported to the physician. Repeats were run after correction of a calibration error and lower folate results were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated folate results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated folate results is user error. The account had entered the calibrator values for the incorrect unit of measure (nmol/l) rather than the correct unit of measure (ng/ml). The siemens healthcare diagnostics inc technical service center representative directed the customer to enter the correct unit of measure values for the calibrators and to recalibrate. This resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.